Event description:
On 4/25/2001 the end-user called minimed, USA and stated that the tubing became disconnected at the luer connection while the end-user was sleeping. Blood glucose level is at 261 and end-user will take a bolus to help lower. On 6/14/2001 maersk medical received the complaint and the used tubing. The incident took place in USA.